Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The plunger, suture, link, needles, and cuffs were not returned with the device and the scope of this investigation was very limited. Without the return of the sutures, it could not be determined if the knot was successfully advanced to the puncture site to close the vessel. The reported failure to close the vessel after successfully deploying the device could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath after a superior mesenteric artery angioplasty procedure. Reportedly, the sutures were deployed, but hemostasis was not achieved. A second unknown device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.